Manufacturer narrative:
Event date: the event date was reported as either (B)(6) 2021.

Event description:
It was reported that the procedure was cancelled. A leveen needle electrode and rf3000 radiofrequency generator were selected for use in a radio frequency ablation procedure. The device was connected to the main unit, however it did not function. The procedure was cancelled. There were no patient consequences.